Manufacturer narrative:
Date of event: actual event date is unknown. The device history record (DHR) confirmed that the devices met all material, assembly and performance specification. The product was not returned so no physical analysis could be performed. A labeling review was performed and urinary retention is documented as a potential risk. There is no information that the fiber was used or handled improperly. Based on the information available, an evaluation conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that 7 months post photoselective vaporization of the prostate (pvp), the patient was found to be experiencing urinary retention. The patient underwent pvp again, and the procedure was completed under the one year warranty. The fibers performed as intended during initial and under warranty pvp procedures. There were no clinical consequences to the patient following the warranty pvp procedure.